Event description:
It was reported that the handpiece does not work. Several procedures and attempts were made to solve the situation and it was not achieved. There was not a back-up device available. The procedure was completed using a traditional debridement method. No patient harm was reported.

Manufacturer narrative:
H10. H3, h6: we have now completed the investigation for this complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. Complaint history for the reported failure has been reviewed and shown that this is the only failure reported from within that batch. At this time no further action is deemed necessary in relation to the failure mode reported in this complaint. The versajet handset reported, used in treatment, was not returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. Factors that can cause or contribute to this type of failure can be contamination at the interlock, on the device. A buildup of saline on the interlock can oxidize creating particulate contamination. If not removed, these particles can cause issues with interlocking. The instruction for use details instructions on the cleaning and maintenance, which highlights the preferred method to clean the interlock. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.